Event description:
The tip of the awl broke off while preparing the hole for the 3rd screw. The surgeon was able to remove it and continue the procedure without further issues. Reference MFR # 3005180920-2014-00029.